Event description:
A home pt's spouse contacted baxter's tech svc ctr regarding a check lines and bags alarm. The home pt's spouse indicated thery were using a used drain line extension. Baxter's tech svc rep instructed the home pt's spouse to change the drain the extension. No pt injury or med intervention was associated with this report per the home pt's spouse.